Manufacturer narrative:
The company rep was unable to reproduce the reported failure; however, he observed error codes 45 (system failure) and 65 (safety vent failure) as well as "iabp shutdown" in the system fault logs. He replaced the drive manifold (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while they were preparing to use the iabp on a pt, the iabp generated a "system failure" alarm. Another iabp was obtained, and therapy was initiated. No pt injury was reported.